Event description:
A malfunction was reported on the customer's pump, identified by malfunction code 16. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information on resetting the pump, but the malfunction recurred after resetting. Consequently, technical support decided to replace the pump with an updated version. The customer acknowledged the instructions to use a backup therapy, return the malfunctioning pump, and prepare the replacement for use.